Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
Seven patients identified in the article were observed approximately ten years post-implantation as having radiolucent lines observed around the acetabular shell at final follow up.